Manufacturer narrative:
Supplemental report to add h6 codes, and update h11. Update to g3, g6, h2. Per medical records, moderate pvl seen post valve deployment. Post-dilation performed with ''good results.'' Successful tavr'' with good results and no reported complications or ew malfunctions. Patient stable. One day post procedure echo showed mild-moderate transcatheter regurgitation, no pvl, ''moderately increased prosthetic gradient.'' Ten days post procedure, explant op note indicated later follow-up showed intra valve leak of the tavr valve and there is suspicion that the valve is deployed below the aortic valve annulus. The patient had reported some shortness of breath that has been worsening over the course of the past few days. The (native) valve was inspected and found to be moderately calcified and trileaflet with some restriction in the movement from fusion of the valve leaflets. The leaflets of the native valve are retracted, but the tavr valve could be seen underneath approximately 2 cm below the aortic valve annulus. Some calcium chunks and free fibrin material/clot could be visualized trapped in between the extent of the tavr valve and the lvot underneath the right and left aortic valve commissure. The tavr valve was immobile and affixed to the lvot with no free movements. A 21mm surgical valve was implanted. No reported complications. Explant op note of the 23mm s3 valve noted the valve was found below the native aortic valve and ''immobile and affixed to the lvot with no free movements.'' It appears the valve migrated post tavr which resulted with immobility of the leaflets causing central regurgitation. There was no reports of a torn leaflet. As no product was returned, no relevant visual inspection, dimensional testing, or functional testing could be performed. Review of the related work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using all valve serial numbers from the related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. 3mensio imagery was provided by the site, however it was not relevant to the complaint event (pre-tavr). Post-tavr imagery was provided by the complaint site and reviewed by ew proctor/imagery. Per review, the thv placement and expansion appeared to be good on fluoro at implant. There was a clear pvl on the medial side prior to post dilation at implant. The echo images at the time of implant show no pvl or central regurgitation at implant. On pod1, it appeared that the valve migrated toward the lv. Pod1, there is also moderate central ar at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The migration and central regurgitation were confirmed based on medical record and provided imagery. A review of the DHR, lot history and complaint history review provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. In this case, thv migrated too ventricular/low, which has the potential to contribute to suboptimal coaptation of the valve leaflets and cause central regurgitation due to reducing in blood backflow pressure with leaflet overhang. As such, available information suggests that procedural factors (thv migrated) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. A pra is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, post dilation of the thv with a 22mm true balloon was required as pvl was worse after closure. It was performed during the same tavr procedure, but a new arterial access had to be gained since the previous arteriotomy had been closed. It was initially mild pvl, but now the pvl was determined to be severe at the end of the tavr, so post dilation was required. The valve was implanted 80/20 and noted that the ncc was 80/20 and lcc was 90/10, patient symptoms are unknown. Femoral access was regained and post dilation was done through a 12fr. Gore dryseal. The pvl was reduced to trace-no pvl. There was zero pvl or central ai when patient left the procedure room. However, one day post procedure, the patient had what appeared to be moderate central ai. It was also stated that the valve appeared to be implanted or migrated low, as the native leaflets were seen above the thv. The exact location cannot be confirmed, as there was no post implant angio ever done, but the lower position was visible on echo and appeared very deep in relation to the sinuses. The fcs expects it no longer has seal from the inner or outer skirt. Options were discussed with the patient and he decided to undergo savr. The patient's final outcome was in stable condition. The perceived root cause of the paravalvular leak was possible recoil. There are no relevant comorbidities. No echo report is available. Regarding the perceived root cause of the migration, the migration is the fcs's assessment and assumption. They had no imaging to confirm the initial implant position. The fcs is working to get the fluoro images and the initial echo images to be able to confirm initial positioning. The md thought the central ai could be attributed to a leaflet/commissure tear, possibly from the post dilation with the 22mm true balloon. But no central ai or native leaflet overhang was seen until next day.